Event description:
A pt at a dentist office suffered elevated and brownish skin when a mask that had been soaked in cidex plus was used on the pt. It was also reported that something similar happened to a second pt sometime earlier. The second pt is fine but there are no further details available. The mask had not been rinsed at all or cleaned with an enzymatic detergent as required per the product IFU.